Event description:
The customer reported via phone call that she was getting ready to bolus and the numbers kept ramping up. Customer's blood glucose was 167 mg/dl at the time of the incident. Customer stated that she was on the golf course prior to the keypad issues. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was also received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube lip and cracked battery tube threads.